Event description:
It was reported that the ventilator did not effectively ventilate the patient during non-invasive ventilation. The patient desaturated and had a major deterioration of hemodynamics. There are no report of permanent impairment or injury. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
There has been no request for any examination of the subjected the ventilator. Investigation is performed using the provided information from our distributor and the logs from the ventilator. It was stated that ventilation failed due to that the external bacteria filter connected on the expiratory side of the ventilator was saturated as the ventilator was used with nitric oxide and nebulization with pulmonary arterial vasodilators. The bacteria filter was of another brand. The expiratory cassette, which was replaced, became reportedly affected by the saturated bacteria filter, which is mounted on the expiratory cassette inlet. The expiratory cassette conveys the breathing gas from the patient breathing system to the expiratory outlet. The expiratory cassette is a measuring device for the expiratory flow measurement and is not involved in the regulation of the inspiratory gas flow and gas mixture. Provided logs contains alarms for peep high (positive end expiratory pressure) and expiratory minute volume low on the reported event date. This is indicative of a clogged bacteria filter on the expiratory side of the ventilator. According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The cause of the alarm generation was the saturated bacteria filter. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800 d4 - unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4) h4 - manufacture date ¿ previous manufacture date: 08/06/2019. Corrected manufacture date: 08/13/2019, 4117.